Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. Guidewire insertion test was failed. Performed destructive analysis found blood obstruction in distal conductor. (B)(4)

Event description:
It was reported that during the implant procedure, the physician was unable to insert the guide wire in the lead. The lead was attempted and replaced. No patient complications have been reported as a result of this event.